Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a partial electrical reset. It was noted two partial resets occurred in 2010. (B)(4).

Event description:
It was reported that the device exhibited an "error message" at initial interrogation and a power on reset (por) occurred. It was noted normal device behavior was observed at the follow-up and a manual guided reset (mgr) was performed. The device remains in use. No patient complications have been reported as a result of this event.